Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0r2tb, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was explanted and returned for analysis. Troubleshooting included impedance testing and reprogramming. Impedance issues were reported, noting all electrodes had high impedances over 4,000 ohms. Additionally, the lead was twisted. The patient reportedly manipulated the device on "one" occasion due to not being able to feel stimulation. On another occasion, the patient reportedly manipulated the implantable neurostimulator (ins) site on multiple occasions to begin feeling the stimulation. Intraoperatively, the ins migrated significantly and the lead wire was coiled significantly, so the system was replaced. Patient had a history of psychiatric issues including bipolar disorder and diabetes. The patient had less than 50% therapy relief, and the locations of issues were the device pocket and lead location. The patient was reportedly alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of the lead found non-standard non-conformance. The lead body outer insulation was twisted and all circuits were open. One conductor was broken at 6.8 centimeters (cm) from the distal end and all conductors were broken at 7.5 cm from the distal end due to overstress/damage. Connector #0 was slightly crushed at the proximal end and 2nd most proximal tine was bent out of shape.

Event description:
It was reported the patient had a sudden loss of therapeutic effect. They woke up and had to use so much pressure to urinate that their estradiol vaginal ring came out. Using their abdominal muscles to urinate caused vaginal pain. The manufacturer representative tested the device and said program one was not working. The patient could not use programs two or four. They were on program three. It was not effective. The patient did not feel stimulation. The stimulator moved around in the pocket. Explant was discussed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.